Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump is reading low battery. The reporter stated that they had changed batteries seven times with alkaline and lithium. The reporter stated that the patient's current blood glucose (bg) is 59 mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated with glucose tablets to bring up bg. This report is being made due to the short battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.